Event description:
An anterior comminicating artery aneurysm that had ruptured during surgical clipping in 2006 was retreated by coil embolization the next month. Two boston scientific gdc 360 coils, two boston scientific gdc helical coils and one 3-mm x 6-cm microvention microplex hypersoft helical coils were initially deployed. During placement of the final coil, a 3-mm x 4-cm microplex hypersoft helical coil, the coil stretched and protruded into the parent artery. Coil could not be retrieved and was manipulated into the best possible position in the stretched state. Blood flow to a branch vessel became compromised requiring anti-coagulation therapy. Subsequent angiographic follow-up demonstrated no compromise to blood flow. There were no subsequent pt issues.

Manufacturer narrative:
Device was implanted and was not returned for evaluation. Case details were reviewed with physicians.